Event description:
Complaint was originally assessed reportable for (B)(4) 2015 asr, however, this is now reportable based on investigation results completed on (B)(4) 2015. The target lesion was located in the common iliac vein. A wallstent was deployed to treat the lesion. Subsequently, there were 3 18-6/5.8/75 xxl¿ esophageal balloon catheters were used for a routine post-dilatation. However, during inflation, the balloon catheters were ruptured. The physician completely removed the devices from the patient and the procedure was completed. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device identified a "v" shape tear in the balloon material. The rear was located at 12mm proximal to the proximal edge of the distal markerband and it extended proximally for 12mm in length. A detailed microscopic examination of the balloon material and markerbands identified no anomalies which could potentially have contributed to the tear. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error. It was reported that complaint device was being used to post dilate a wallstent in the common iliac vein. However, the xxl balloon dilatation catheter dfu states: the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus. (B)(4).